Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws were not aligned. The clips were not clipping and falling off before being applied. The user completed the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified while loading clip onto clip applier instrument. The issue is not related to the clip applier jaw remaining static/not moving when surgeon commanded movement. The issue was also not related to unexpected motion of clip applier player while attempting to clip. The issue was not related to clip opening after closure of the clip. It is not known how many times the clip applier had have been used during the case when the incident occurred. The issue was resolved by using a new clip applier instrument. A clip fell inside of the patient and was retrieved. The clip would not stay on the clip applier. After the clip fell off, the surgical technician noticed the end was bent. There was no collision. The instrument was straightened out before removal, and the surgical staff did not feel resistance upon final removal through the cannula. There was no damage to the cannula or other damage to the instrument. No other fragments fell into the patient other than the clip, and the clip was fully removed. No additional surgical procedure was required, and there were no post-operative tests performed. The procedure was completed, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a fragment. There are no photos or video recordings of the event available for review.